Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The suture knot is tightened down. The needle assembly is bent. Bio debris is present. A functional evaluation showed the actuator will not complete a full cycle but will move to the tip and partially retract but not back to a starting point due to the bent needle assembly. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inappropriate or excessive force allowing the device to prematurely deploy). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, before a procedure, once the carton was opened the t of the fast fix fell off. The procedure was resumed, using an equivalent sn back-up. It is unknown if there was a delay. No further complications were reported.